Event description:
An optometrist reported a pt experiencing poor night driving following bilateral intraocular lens (iol) implant surgery. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 11/11/2009, 11/12/2009, 11/25/2009, and 12/01/2009 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B) (4). (B) (4). (B) (4).